Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A4: patient weight was requested, but not made available. B7: patient relevant medical history and medication information was requested, but not made available. H6 code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 code b17: device was retained at user facility (not released). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: during treatment of an isolated right internal iliac artery aneurysm on (B)(6) 2024, the physician implanted a gore® excluder® iliac branch endoprosthesis (ibe) into an existing excluder stent graft. As reported, the existing excluder graft had no clinical signs of leaks, existing aaa sac enlargement/growth or failure. Reportedly, a gore® excluder® iliac branch endoprosthesis (ibe) was deployed without any issues. Access was from both common femoral artery, with a 16 x 33 gore® dryseal flex introducer sheath (dsf) on the right side, and a 16fr medtronic aptus steerable sheath with a dsf1033 (for extra support) on the left side. From the left side access, the gore® viabahn® vbx balloon expandable endoprosthesis (vbx device/stent) was to be implanted in the right hypogastric artery. The vbx device was advanced though the aptus sheath over a rosen wire. As the vbx device tracked over the ibe flow divider, the rosen wire began to pull back. The wire came out of the target vessel and the hypogastric artery could not be re-cannulated. Consequently, the vbx device needed to be withdrawn. As the vbx device passed over the ibe flow divider, the aptus sheath kinked and the vbx stent was dislodged from the balloon and catheter. The vbx delivery system was successfully removed and then the constrained vbx stent was removed along with the aptus sheath. The physician coiled the right hypogastric artery, then used an excluder limb to reline the ibe, extending through to the right external artery. The patient tolerated the procedure well.

Manufacturer narrative:
H6 code b17: device was retained at user facility (not released). An engineering evaluation was conducted. The complaint reports an introducer sheath kink and displacement of the vbx device endoprosthesis as a vbx device was being withdrawn with the introducer sheath through an iliac branch endoprosthesis (ibe). Kinking of the introducer sheath was confirmed by evaluation of clinical images provided. The cause of the introducer sheath kink could not be established with the information available. The reported dislodgement of the vbx device endoprosthesis could not be independently confirmed with the available information. According to the information provided, the endoprosthesis dislodgement occurred when withdrawing the fully introduced endoprosthesis back into the introducer sheath. If removal prior to deployment is necessary, the vbx device instruction for use recommends withdrawing the vbx device endoprosthesis to a position close to but not into the introducer sheath and then withdrawing sheath and vbx device in tandem. The cause of the reported dislodgement is consistent with the reasonably foreseeable misuse of attempting to withdraw the fully introduced endoprosthesis back into the introducer sheath. Instructions for use (IFU) for gore® viabahn® vbx balloon expandable endoprosthesis warnings section state: do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® vbx balloon expandable endoprosthesis back into the sheath can cause dislocation and/or damage to the endoprosthesis, premature deployment, deployment failure, and/or catheter separation.